Event description:
The facility reported a colleague infusion pump with a malfunction of channel failure 550:320:654:0000. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 550:320:654:0000 was confirmed during product evaluation. The root cause was assigned to a disconnected rear inverter harness. The rear inverter harness was replaced to correct this condition. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has not been previously sent into service for the reported condition of " 550:320 ".